Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with partial clip movement per the physician is related to flailed posterior leaflet and is therefore related to patient conditions. Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 18june2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4, a flail and a prolapsed posterior. One clip was successfully implanted, reducing mr to a grade of 2. On an unknown date in 2024, the patient returned to the hospital with dyspnea, echocardiography showed the implanted clip had migrated from the implanted location, partial detached from the posterior leaflet, but remained attached to both leaflets. This caused mr to increase to a grade of 4 on (B)(6) 2024, an additional mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.